Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, after firing the device, clips could not be released from jaws. Replaced by another device to complete the case. The surgical time was extended by less than 30 minutes. No patient injury.